Event description:
It was reported during the patient's permanent procedure, as the physician was attempting to place the scs lead, a csf leak occurred. The physician decided to complete the procedure using a paddle scs lead. As a result of the csf leak, the patient experienced post-operative nausea and vomiting which as of (B)(6) 2014 has resolved without intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.